Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to wavelet detection. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The patient called ambulance because of a nose bleed and dyspnea, when the ambulance arrived the patient was unconscious. Ventricular tachycardia (vt) was seen and the patient was defibrillated and reanimated. Reanimation was not successful. The patients implantable cardioverter defibrillator (ICD) exhibited a sensing and detection issue as it was indicated the wavelet discrimination algorithm withheld therapy. Multiple events were noted on the date of death where the arrhythmia was fluctuating between the programmed monitor vt zone, the programmed fast ventricular tachycardia (fvt) zone and being treated with anti-tachycardia pacing (atp) or having therapy withheld due to the wavelet discrimination algorithm.